Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported the touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The fse tested the unit and the unit would not calibrate. The touch screen was about 1 inch off . The fse replaced the touch glass and retested the unit after the touch glass was replaced the unit operated correctly.

Event description:
The customer reported a touch screen failure issue. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 17oct2019. Multiple unsuccessful attempts were made to gather resolution. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure issue. There was no patient involvement.